Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patent reported there was a loss or change of therapy. The patient noted they feel stimulation. There were no procedures or emi that could be related to the issue. The patient stated they fell about 3.5 weeks ago in (B)(6), the dogs tripped him and he fell on some stairs backwards onto the device. The patient noted they are not getting 50% or better relief. They stated the symptoms are back to how they were pre-implant. The patient plans to follow up with their healthcare professional (hcp). The patient noted they had a return to pre-implant symptoms and no symptoms control and these symptoms were sudden in change. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional call from the patient on (B)(6) 2016 reported that for "almost a month it hasn't been working, the urgency is still there, since (B)(6)." The patient also stated that he had a fall around the first of (B)(6), but the patient's hcp did not find anything wrong with the implanted system after x-ray were done. The patient stated that he planned to go back to his hcp after an unrelated surgery, but would try to increase stimulation in the meantime. The patient was assisted in increasing stimulation from 1.1 to 1.3 and stated that he felt stimulation at this setting and would try this setting. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.